Event description:
During a vitrectomy procedure, the vitrectomy mode of this unit would not function. Three handpieces were tried without success. Another unit was used to complete the procedure. There has been no report of pt injury.